Event description:
It was reported that the patient had difficulty recharging. The implantable neurostimulator (ins) had fully discharged but the nurse was able to successfully restart the device. The patient reported they were unable to charge the ins above 50% and the recharge burden was too great. Premature battery depletion was indicated. Reprogramming was performed but did not resolve the issue. The ins was replaced. The patient status at the time of report was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 97714 sn (B)(4) found reduced battery capacity due to overdischarge. The battery was received in an overdischarged state with no output from any electrode pair. Good telemetry and output were obtained after a physician mode recharge was performed. The battery was charged to full without any issues. The trace report indicated the last recharge in the field was (B)(4) 2014 and the battery depleted to ¿lock/sleep¿ mode on (B)(6) 2014. The trace report also indicated an overdischarge had occurred prior to (B)(6) 2014. Four recharging sessions were performed (B)(4) but none were long enough to charge the ins above 50%. The ins passed functional testing after being recovered from overdischarge.